Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a fall that caused black, blue, and yellow bruising and was getting worse; the patient could tell that their device had moved. Following the fall, there was a progression in finger numbness from just their fingertips to their whole left arm; it was noted the patient was confused and couldn¿t tell if the medical issues were related to the device or just the fall; the patient tripped over the dog gate and it was noted the fall had nothing to do with the ins. The patient fell down on the implant, was not feeling well, had issues, and wanted the device removed. It was noted the symptoms were sudden in onset and the patient had been to the ER a couple times. No further complications were reported/anticipated.